Manufacturer narrative:
(B)(4): information was not provided by contact. The complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature such as erosion. The product's instruction for use (IFU) indicates that erosion is a recognized adverse event associated with gastric banding and the realize adjustable gastric band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Event description:
It was reported by the customer that post implant an adjustable band procedure, the band was eroded into the liver. The patient presented with esophageal reflux. It is unknown what diagnostic tests were performed. The band was explanted and the patient has since been discharged home.number of fills/adjustment is unknown. The total vollume in band at the time of explant is unknown.